Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The non totally occluded, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After pre-dilation was performed, a 38x2.75 promus premier drug-eluting stent was advanced but failed to cross the distal part of the lesion. The device was removed from the patient's body and the stent was considered damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the distal stent struts were damaged on rows 4 and 5 only, stent struts were distorted. Stent od (outer diameter) was measured and is within the maximum crimped stent profile specification. The distal edge of the bumper tip of the device was slightly damaged. This type of damage is consistent with excessive force being applied to the delivery system. The balloon body was reviewed and no issues were noted with the overall balloon. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no kinks across the length of the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues with the extrusion. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right radial artery. The non totally occluded, eccentric, de novo target lesion was located in the severely tortuous and moderately calcified left circumflex artery. After pre-dilation was performed, a 38x2.75 promus premier drug-eluting stent was advanced but failed to cross the distal part of the lesion. The device was removed from the patient's body and the stent was considered damaged. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.